Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a cubie drawer failure. A field service engineer stated that the drawer was actually in the auxiliary. The hall was closed with the surround number for the auxiliary, and a quick inspection was done along with an ingress strip placed on the back. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the cubie drawer was failing continuously, unable to recover, and not detected on the communication bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.